Event description:
The customer reported to olympus, the high-definition lcd monitor had no power and displayed burn marks on the upper back corner. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, slight burn was found on the rear cover and ac power did not work but dc power worked. Further evaluation found damage to the bezel corners, scratches on screen, and faulty power supply board. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of monitor power was due to an ac power supply unit failure. The root cause of the ac power supply unit failure was unable to be identified. Olympus will continue to monitor field performance for this device.